Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, guiding the caller through the process, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session.